Event description:
A follow-up echocardiogram revealed a heart murmur and the patient was admitted to the hospital. Transesophageal echocardiogram revealed 3+ mitral regurgitation and a suspected cuspal tear. The patient was discharged from the hospital after several days. Due to the patient's age, a re-do mitral valve replacement was not performed.